Event description:
It was reported by a mitek rep. That during a sad procedure a piece of mitek vapr se electrode ceramic broke off inside the pt and the coil is bent. There were no adverse effects to the pt. The broken fragment has been retrieved from the pt.